Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00059.

Event description:
It was reported that two towers would not hold a mating screw. This was found during routine inspection and did not have any surgical or patient impacts. This is report one of two for this event.

Manufacturer narrative:
The returned tower was functionally and visually examined. There were no indications of damage and the tower was found to function as expected. There were no problems found. The labeling was reviewed and found to contain instructions regarding proper device usage.